Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were urgently submitted for the patient who was found down at home with driveline disconnect alarms and pump stop alarms on (B)(6) 2023. The event log files captured multiple driveline disconnect events beginning at 3:07 pm on (B)(6) 2023. The event log files also captured backup battery (ebb) alarms beginning at 3:01 pm on (B)(6) 2023. It appeared that the patient swapped to the backup system controller after the ebb fault alarms. It also appeared that the patient connected back to the primary system controller a few more times that day. The event log files for the backup system controller captured no data. The driveline was disconnected and reconnected in the emergency room. Related manufacturer reference number: 2916596-2023-08896 (heartmate 3 pump (B)(4). Related manufacturer reference number: 2916596-2023-08898 (system controller (B)(4).

Manufacturer narrative:
Section b2: corrected. Section d1: corrected. Section d4: corrected catalog number and UDI. Section h6: corrected medical device problem code. Manufacturer's investigation conclusion: the reported event of driveline disconnect and pump stop alarms can be confirmed based on the information recorded in the provided log files from the system controller, serial number (B)(6) which appears to be the patient¿s primary controller; however, the provided log files from the system controller serial number (B)(6) (patients backup controller) did not contain any records associated with the reported event. The event log file (cs-190377 mpec-add-098992__c3e) did not contain any data from the reported event date. There were entries captured on (B)(6) 2018 associated with the manufacturing process and multiple entries captured between (B)(6) 2019 and (B)(6) 2023 where the controller was briefly connected to an external power source for charging. The last three entries were captured on (B)(6) 2023 and the data revealed that the controller¿s white power cable was connected to a power module which appears consistent with the process of retrieving the log files. There were no reported issues with the system controller, serial number (B)(6). Per the provided additional information, no product will be returned for evaluation. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.